Event description:
It was reported that the ilet device developed a cracked screen that prevented unlocking and use, and the user was transitioned to backup therapy while a replacement was provided. Symptoms included no injury. Outcomes included no clinical impact and continued insulin management via backup therapy and continued cgm use through the dexcom app or receiver. Investigation included remote troubleshooting support, guidance to shut down the device to avoid further alerts, confirmation that data would not transfer to the replacement, and repeated outreach to obtain the damaged device for evaluation. Investigation of this case revealed a screen damage malfunction affecting the user interface, with the device remaining unable to complete firmware update steps due to the display condition. It was concluded, based on previously established findings for similar reports, that the cause was physical damage to the display assembly resulting in loss of usability.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.